Manufacturer narrative:
(B)(4).the clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in right eye a week after treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. A flap lift and rinse was performed. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/20 -5.00 x -1.25 x 165, left eye pre-op 20/20 -5.25 x -.75 x 0.